Manufacturer narrative:
Internal report reference number: (B)(6). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail for the trueplus pen needles. Customer reported in her e-mail that she takes multiple injections throughout the day. Per customer, the plastic cap holding the pen needle is always rough, sometimes cutting into her thumb as she is screwing it on. Manufacturer attempted to contact customer via telephone; unable to contact. Customer had called back on 03/06/2026; customer stated when she removes the paper seal off of the pen needle, the glue that holds the paper gets on the outside of the protective cap. Per customer, the glue is dry, makes it rough and it makes small cuts on her thumb, causing irritation. Per customer the package had not been open or damaged when received. The customer is using compatible product, and the pen needle is properly aligned. The customer felt well at the time of the call and did not report any symptoms. No medical attention associated with the use of the product was reported.